Event description:
While cleaning the device after a procedure it was found by the customer that the hose had a crack in it on the end.

Manufacturer narrative:
Device investigation was performed and a hole in the pneumatic hose was confirmed.